Event description:
Information was received indicating that during use, a balloon of a smiths medical tracheostomy/silicone - bivona tube popped. No adverse effects were reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the cuff was unable to fully inflate and immediately deflated as air escaped from a small hole in the tts cuff. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.